Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the suction cylinder had no color, the grip was shaved, the plug unit was damaged, the fixing force of the guide wire did not meet the standard value due to damage on the knob wire, the play of the up down knob was out of the standard value due to wear of the angle wire, the image guide protector was damaged, the light guide lens had a crack, and the adhesive around the objective lens had wear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, a white foreign material was found in the air water tube and residual liquid was found at the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the device could not be established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.